Event description:
Hill-rom rec'd a report from the account stating the nurse call was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse cable was not plugged all the way in. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician reconnected the nurse call cable to resolve the issue. Based on this information, no further action is required.